Event description:
It was reported that the 2.5mm awl with sleeve (variable angle) failed inspection due to a missing spring. The event was not reported to have been associated with a patient or surgical procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. A service history record review was attempted for this device; however a review could not be performed as this is a lot controlled item. The manufacture date of this item is 19-apr-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was performed for the subject device. The customer reported the spring was missing. The repair technician reported ¿missing parts¿ as the reason for repair. The cause of the issue is unknown. The following parts were replaced: spring. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.